Event description:
As reported: "after transseptal puncture a clot formed on left side of the heart. Dr (B)(6) removed and replaced to complete the procedure."

Manufacturer narrative:
Unable to complete analysis as device was discarded and there was no lot number provided to enpath medical.